Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, the needle was broken off (as the attached photo shows). No additional information could be provided. A photo was provided and investigated. Upon visual inspection of the photo, it was observed that the needle was broken, and the rest still attached in the truespan gun. Also, one implant was attached in the needle. The complaint reported was confirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l60688, and no nonconformances were identified. The photo did not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No additional information was provided on how the failure has occurred; therefore, a definitive root cause could not be determined. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuvered to desired location for optimal approximation, it was leveraged; therefore, causing stress and a mechanical deformation which can caused to breaking. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that during the surgery of meniscus repair, the needle was broken off (as the attached photo shows). No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and the photo provided by customer. Upon visual inspection, it was observed that the needle was broken from the shaft, but a part still attached with the suture and implants. Also, it appeared that the implants and suture were partially deployed but still attached in plastic cover; also, the suture was damage near the broken section. Finally, the sleeve was damage. To test its functionality, the red trigger was tested, and no anomalies were found after actioned. A manufacturing record evaluation was performed for the finished device lot number: 6l60688, and no nonconformances were identified. Based on the condition of the device received,, this complaint can be confirmed. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking and damage in the suture. The condition of the sleeve can be attribute when is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the needle on the truespan 12 degree peek device was broken off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.